Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6), dated (B)(6) 2002) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803.

Event description:
The dentist reported separating two files in the pt's tooth during a dental procedure. One file was retrieved. The dentist elected to fill around the other file to complete the procedure and referred the pt to an endo specialist. There was no report of injury to the pt.